Event description:
Pt reported their freedom is not working. Pt reported they are trying to give themself their infusion and has even tried using youtube to show them. Pt reports they have a syringe loaded and it will not stay on. Rph asked pt if they could listen to pump, rph could hear the pump but then it stops. Pt has tried this 10 times. Pt states when the black part gets to the plunger it just clicks and stops. Rph provided instructions on how to manually push medication. Pt will manually push dose this even because they are overdue for it. Rph instructed to push 1-2ml per minute. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Md is not aware. Dose/amount: hizentra 20% pfs - 35gm. Hizentra 20% pfs indication: chronic inflammatory demyelinating polyneuritis. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.